Event description:
A harvard pump 2 failed diagnostic self test during preparation for use in surgery. A patient with metastatic carcinoid tumor into the liver was scheduled for exploratory and ablation of the tumor. Technical support from manufacturer was not available. The surgery was aborted as alternatives were felt to be too risky. Pre-test of the equipment was not done prior to surgery. Later, it was learned from the manufacturer that the machine required battery charging 6 hours before use. The machine can be run on ac or dc. This problem was never encountered before. Staff was instructed on use of equipment by the manufacturer, however never were told it was required to be plugged in prior to use.